Event description:
A ventilator was returned to a third party service ctr for eval. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the third-party service ctr, a failure related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm as designed.